Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The device was tested during the eval with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The eval was unable to determine the cause. Eval of known contributors ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No pt injury was reported. No further info was available.